Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9106559. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the device submitted to our facility was evaluated by our quality inspectors, they were able to confirm the presence of a hairline crack in the adapter head. The assembly record associated with lot 9106559 did not contain any recordings for variation in swage depth or adapter flaring dimensions. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review, however our facility has issued a retraining of the inspection personnel to identify and segregate non-conforming material in accordance with standard procedures.

Event description:
It was reported that blood leakage occurred from the pegasus pnk 20gax1.16in qsyte-capy nopvc during use, and cracks were discovered in the hub when removing the needle. The following information was provided by the initial reporter, translated from chinese to english: "after the first puncturing, the needle was extracted and blood leakage occurred. After removed needle, cracks were found in the catheter hub on (B)(6) 2020, confirmed by the sales on phone, the clinical nurse completed the puncture and withdrew the needle, and found a large amount of blood leakage. The indwelling needle was immediately pulled out from the clinic, and the needle body was examined. It was found that there was a crack in the needle body catheter seat."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leakage occurred from the pegasus pnk 20gax1.16in qsyte-capy nopvc during use, and cracks were discovered in the hub when removing the needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "after the first puncturing, the needle was extracted and blood leakage occurred. After removed needle, cracks were found in the catheter hub. On (B)(6) 2020, confirmed by the sales on phone, the clinical nurse completed the puncture and withdrew the needle, and found a large amount of blood leakage. The indwelling needle was immediately pulled out from the clinic, and the needle body was examined. It was found that there was a crack in the needle body catheter seat."